Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise. The leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead also exhibited unstable and rising thresholds. The ra lead continued to exhibit noise that could not be programmed around. The physician suspected subclavian crush due to a previous medial stick. Both leads were subsequently explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.